Event description:
It was reported that loss of capture, low sensing, and oversensing was observed on the right ventricular (rv) lead. An x-ray was performed and the rv lead was observed to be dislodged from the implant position. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.